Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion. The skin was getting thin on the corner edge of the device therefore the physician wanted to bury it before it eroded. There were no additional adverse patient effects reported. The crt-d was explanted.